Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation and device damaged by another device. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation and device damaged by another device are related to procedural conditions (interaction during positioning of another clip). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4-5 and enlarged right atrium. A first clip, a triclip xtw (50708r1033) was prepared per the instructions for use (IFU), was inserted and deployed on the anterior and septal leaflet without issues. A second clip, a triclip xtw, (50728r1015) was inserted without issues. However, while steering, the second clip (50728r1015) came into contact with the first clip (50708r1033), causing the first clip (50708r1033) to detach from the septal leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was positioned next to the slda clip. A third clip was then inserted and implanted, reducing tr to a grade of 1-2. There was no clinically significant delay.